Event description:
Information was received from the patient's neurologist who stated the patient's heart rate had increased pre-operatively during a generator replacement surgery, and that patient presented with pneumonia before the replacement surgery. It should be noted that these events have already been reported on manufacturer report number 1644487-2018-00016, but the newly received information clarifies the pneumonia and pre-operative heart rate increase occurred on the patient's previous m103 generator. The explanted m103 device has not been received for analysis to date. No additional or relevant information has been received to date.